Event description:
It was reported that the left ventricular (lv) lead was not capturing due to having dislodged. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2010. (B)(4).